Manufacturer narrative:
Bottle 5 (ethanol) was not in contact with the corresponding sensor for approximately 1 minute and 29 seconds at 09:55 am on (B)(6) 2017, which is sufficient time to complete manual replacement of the reagent; and the properties of the corresponding reagent station were reset at 09:56 am on (B)(6) 2017. Resetting a reagent station sets the concentration to the default value configured in the reagent types definition unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The properties of the reagent in bottle 5 prior to this action were: ethanol concentration=54.1%%, cycles=70, cassettes=8267, days=47. A user affirmed in the instrument software that the default concentration of 100% was to be set at 09:56 am on (B)(6) 2017. Based on the information provided by the complainant, it was determined that sub-optimal tissue processing which occurred on (B)(6) 2017 is derived from the "factory 12 hr xylene standard" protocol started in retort a at 17:02 pm on (B)(6) 2017, which comprised 234 cassettes and completed successfully at 07:00 am on (B)(6) 2017; and the "factory 12 hr xylene standard" protocol started in retort b at 17:11 pm on (B)(6) 2017, which comprised 234 cassettes and completed successfully at 05:26 am on (B)(6) 2017. Bottle 5 (ethanol) was not in contact with the corresponding sensor for approximately six (6) seconds and eight (8) seconds respectively at 12:07 pm on (B)(6) 2017; and approximately 38 minutes at 12:56 am on (B)(6) 2017, which is sufficient time to complete manual replacement of the reagent; and the properties of the corresponding reagent station were reset at 13:35 pm on (B)(6) 2017. Resetting a reagent station sets the concentration to the default value configured in the reagent types definition unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The properties of the reagent in bottle 5 prior to this action were: ethanol concentration=63%, cycles=80, cassettes=6551, days=38. A user affirmed in the instrument software that the default concentration of 100% was to be set at 13:35 pm on (B)(6) 2017. Based on the information provided by the complainant, it was determined that sub-optimal tissue processing which occurred on (B)(6) 2017 is derived from the "factory 12 hr xylene standard" protocol started in retort a at 17:59 pm on (B)(6) 2017, which comprised 240 cassettes and completed successfully at 07:00 am on (B)(6) 2017; and the "16 hr protocol" protocol started in retort b at 18:01 pm on (B)(6) 2017, which comprised 180 cassettes was abandoned by the user at 10:50 am on (B)(6) 2017, during step 12 (second wax infiltration) of the protocol. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, following reagent station reset at 09:56 am on (B)(6) 2017, the reagent in bottle 5 (ethanol) was used in the final dehydration step of the "factory 12 hr xylene standard" protocol started in retort a at 17:02 pm on (B)(6) 2017; and the "factory 12 hr xylene standard" protocol started in retort b at 17:11 pm on (B)(6) 2017. Following reagent station reset at 13:35 pm on (B)(6) 2017, the reagent in bottle 5 (ethanol) was used in the final dehydration step of the "factory 12 hr xylene standard" protocol started in retort a at 17:59 pm on (B)(6) 2017; and the "16 hr protocol" protocol started in retort b at 18:01 pm on (B)(6) 2017. Although the user affirmed in the instrument software that the reagent concentration in bottle 5 (ethanol) was to be set to the default value of 100% on two (2) occasions at 09:56 am on (B)(6) 2017 and 13:35 pm on (B)(6) 2017, information provided by the complainant on 13 september 2017, indicated that the reagent in bottle 5 was not changed. As a consequence the actual concentration of the reagent in bottle 5 (ethanol) remained unchanged at 54.14% on (B)(6) 2017 and 63% on (B)(6) 2017. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument the instrument operated within specification during execution of the "factory 12 hr xylene standard" protocol started in retort a at 17:02 pm on (B)(6) 2017; the "factory 12 hr xylene standard" protocol started in retort b at 17:11 pm on (B)(6) 2017; the "factory 12 hr xylene standard" protocol started in retort a at 17:59 pm on (B)(6) 2017; and the "16 hr protocol" protocol started in retort b at 18:01 pm on (B)(6) 2017. The root cause of the sub-optimal tissue processing which occurred on (B)(6) 2017 was a use error. Specifically per information provided by the complainant that the concentration in bottle 5 (ethanol) had been changed without actually completing manual replacement of the reagent. A user failed to complete manual replacement process in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Leica biosystems received a complaint regarding "compromised tissue", which occurred on (B)(6) 2017, involving bottle 5. The complainant suspect a use error had occurred when "the bottle has been pulled by a member of staff and put back in and the concentration level changed when physically it hasn't". On 20 september 2017, leica biosystems (B)(4) received information from the laboratory that "it is known so far that breast biopsies were unreportable". As at 11 october 2017, clarification as to the number of undiagnosable samples and the patient outcome has not been provided to leica biosystems, despite multiple requests for this information being communicated to the laboratory.